Event description:
Pt reported being admitted to the hospital, for observation, due to erratic blood glucose results received on the suspect device. Pt noted that, prior to hospitalization, her blood glucose measured 102 mg/dl, at 7:45 am. Pt indicated that, approx 8 hours later, her blood glucose measured 49 mg/dl. Pt reportedly adjusted her insulin, based on results obtained on the suspect device. No adverse event was reported. Pt did not provide any details about diagnoses received or treatment administered, once hospitalized. Pt's current condition : fine. At the time of the event, pt's blood glucose monitor was coded for a different type of test strip. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.